Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the colon functional end to end anastomosis, the middle part of the articulation part protruded during the firing. Although there were no problems with the firing, additional suturing was performed. There was no patient injury. Medtronic's initial evaluation of the incident found that there was egia reload thick tissue. One side of the articulating point was broken. Staple pushers were partially pushed back to the cartridge. The clamping mechanism was deformed.